Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a remote follow-up, episodes of high pacing impedance and noise that resulted in oversensing was noted on the right ventricle (rv) lead. No intervention has been performed at this time, however, lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of high pacing impedance and noise that resulted in oversensing was noted on the right ventricle (rv) lead. The device was reprogrammed to resolve the event at this time, however, lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the episodes of high pacing impedance and noise that resulted in oversensing were resolved by a revision procedure of the right ventricle (rv) lead. The proximal portion of the rv lead was explanted and the distal portion of the rv lead was capped. The patient was stable and will continue to be monitored.